Event description:
Physician placed a vcf filter through the right femoral vein to a pt presented with dvt in her left lower extremity. The target landing zones were met perfectly. Upon removal of the delivery system, the nose cone (tracking tip of inner shaft) snagged the netting and pulled the filter down to the confluence (iliac vein). The delivery catheter was removed without incident. It appeared that the caudal hook (retrieval tail) was at or just inside the ostium of the common iliac vein and physician closed to end the case because the clot capturing system was fully deployed across the vena cava.

Manufacturer narrative:
(B)(4). A crux vcf was deployed and in good position. Volcano representative who was presented during the procedure stated that after the filter was successfully deployed, the physician was instructed to tighten the hemostasis valve, leaving the inner shaft extended and to pull back on the outer shaft to remove the delivery catheter from the body. Upon removing the delivery catheter back out of the body, it was noted on fluoro that the edge of the tracking tip caught on the filter web causing the filter to be pulled caudal in the ivc resulting in the caudal retrieval tail now positioned low in the ivc or just inside the right iliac vein. The volcano representative added that the physician may have pulled back on the delivery catheter too fast when removing it from the body. The physician decided to leave the filter in situ because the clot trapping web was still in the ivc. This filter will be retrieved when the pt no longer requires the filter to remain in place. The serial number was not obtained for the second curx vcf. No pt injury was reported.